Event description:
Pt complained of pain. Surgeon revised worn tibial insert and patella.

Manufacturer narrative:
An evaluation of this event cannot be performed because the device was discarded by the hospital. There is no evidence that the device failed to meet specifications.